Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 at 12 pm with a blood glucose level of 500 mg/dl. The customer was treated for their blood glucose with a bolus form the insulin pump and IV fluids. The customer stated that the insulin pump kept vibrating and did not know how to turn it off. The customer was wearing the insulin pump during their hospital stay. The customer stated that the infusion set had already been changed and have been receiving insulin from the device. The customer did not return the product back for analysis.